Event description:
It was reported that during a pancreatoduodenectomy, 3 or 4 staples closest to the cut line of the acral part on the right side were unformed when the device was fired on the pylorus side at the 2nd firing. The staple height was gold. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device will be returning. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.